Manufacturer narrative:
H6: the codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The single tone/non-critical alarm the patient was hearing was confirmed as having been the elective replacement indicator alarm. Regarding the patient having had issues with his pump over the past couple years and had been in a lot of pain as a result, it was reported that the patient required dose titration. Regarding if there was an infusion system related issue and if the cause of the issue was determined, it was noted as being not applicable. Actions taken to resolve the issue was dose titration. The patient¿s weight at the time of the event was noted as being not applicable. The devices were to be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving compounded morphine via an implanted pump. On (B)(6) 2020 the patient was calling for information regarding his next pump as far as upgraded technology with handsets and pump longevity. He stated that he was having his current pump replaced on (B)(6) 2020 due to normal battery depletion and was wondering when he had his current pump implanted. During the call he mentioned that he had been having issues with his pump over the past couple of years and had been in a lot of pain as a result. He stated that he had already been working with his hcp (healthcare professional) and over the last month, he had been noticing a single-toned/non-critical alarm. No further complications have been reported as a result of this event.